Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #: (B)(4), ubd: 05-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an unknown endovascular treatment. Approximately 38 months post index procedure, it was reported the patient presented emergently with abdominal pain. A CT showed a type iiia endoleak between 16x13x124 and the 16x16x82 limbs. An endurant 16x16x156 was placed inside the limbs to cover the disconnect and exclude the aneurysm sac. As per the physician the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Product analysis the reported type iiia endoleak was confirmed on the films provided; however the cause of the event could not be fully determined. The anatomy at implant is unknown and earlier post-implant films were not provided for comparison. It is possible that aneurysm morphology changes over time, in addition to the presence of the iliac aneurysm, may have contributed to the observed endoleak. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. Insufficient stent graft overlap length at implant may have also contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.